Manufacturer narrative:
H3: product analysis : part # 7078398 : lot # h5893554 visual and optical inspection confirmed the threads of the set screw have been damaged. The thread crest have been rolled over and deformed. The damage to the threads appear to be from misalignment during the attachment and threading process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having unknown indication. It was reported that the setscrew could not be screwed into the screw head. A new screw was then used, which could be screwed in the screw head. There were no patient symptoms reported. There were no further complications reported regarding the event.